Manufacturer narrative:
This report is submitted on 06 december, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an extrusion of the receiver/stimulator. It is unknown if there are plans to reimplant the patient as of the date of this report and additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 22, 2021.